Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device worked correctly to start with. But the 3rd and 4th clips scissored or did not approximate properly. The surgeon applied more clips with same device which closed correctly and was happy with end result. He did not feel the need to open another device. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 03/02/2009. Info anticipated, but unavailable at this time.